Manufacturer narrative:
Device is not available for investigation. If further information become aware a supplemental report will be provided. Unclear whether device will be available for investigation.

Event description:
It was reported that the surgeon drilled for the proximal oblique hole but when inserting the 5mmx60mm locking screw, the screw hit the nail and would not go through. Surgeon kept asking if I had the correct diameter screw.